Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. During a review of the event history log the device was found to have multiple improper shutdown events on the last day of customer use. Additionally, the log showed the device was operating on battery power only (with no power cord attached) prior to each occurrence of improper shutdown, which suggests the pump powered off without user input. The reported device shutting off without user input was verified and found during a visual inspection to be caused by depressed and corroded battery contact pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an improper shut down. There was no patient involvement. No additional information is available.